Manufacturer narrative:
Device remains implanted. As such, physical analysis has not been conducted in our laboratory. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range pacing impedance (greater than 2,000 ohms) on the rv channel, and noise of the rv shock channel. It was noted that the high out of range pacing impedance has been increasing since implanted. A technical service consultant reviewed device data and provided recommendations for lead integrity testing. The device remains implanted. No adverse patient effects were reported.